Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after opening the package, the clinician proceeded to flush the catheter with saline and noticed a leak near the hub base. Further inspection showed a small tear in the catheter and is located proximal to the hub or connection of the butterfly and catheter junction. The catheter was not used on a patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see the below investigation summary: the lot number was provided and the device history record (DHR) was reviewed and no deviations related to this failure mode were found. The product sample was received within a generic plastic bag. It consists of a urethane umbilical catheter which presented signs of use. After visual inspection, a hole was found below the strain relief, at the base of the luer fitting. During functional test (underwater test), bubbles were detected coming out below the strain relief. Additionally the sample was evaluated by covidien r&d. It is important to consider that the instructions for use warns: do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter, and continues, do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. However, the evidence provided is not enough to relate this event to the customer s handling since the reported leakage was identified after opening the package and the catheter was not used on a patient. The reported issue has been confirmed. Based on all gathered information, the most probable root cause could be considered a manufacturing related issue as the leak was noticed prior to use. A corrective and preventive (CAPA) was opened on 10/02/2014 to address this issue. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving

Event description:
The manufacturing operations. As per procedure, manufacturing performs 100% pressure testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.